Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 7 had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the tower door 7 had failed. A field service engineer (fse) replaced mini switches to resolve the issue and tested it successfully. The system functioned as intended after the field service engineer repaired the device.